Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that in between routine follow-up appointments, this subcutaneous implantable defibrillator (s-ICD) battery exhibited a drop in longevity from 32% to 14% remaining. It was hypothesized the battery was prematurely depleting. The s-ICD was subsequently explanted. Because the patient has grown and is now a teenager, the electrode location was also not optimized. The physician elected to replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse patient effects. The s-ICD was received for analysis.